Event description:
It was reported that the blue flap at the end of the infusion line of an intermate was broken, making it unable to be connected to a patient. This occurred after filling the device with 265mg of tobramycin in 100ml of 0.9% of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 100ml of fluid in the bladder. The distal luer lock, which is where the blue winged luer cap is attached, was not returned. Visual inspection identified that the distal luer post (part of the distal luer lock's body), was broken off. This confirmed the reported problem. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 13k050 was manufactured october 16, 2013 - october 18, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.